Event description:
It was reported that following the end of the trial period, removal of the trial leads caused the patient's l1-s5 disc to "burst." The patient had been leaning over a chair and felt a painful "ripping or jerking" of the leads upon removal. Following removal the pain increased, and the patient was allowed to increase the dosage of oral pain medication. The patient continued to experience pain and presented to the ER on (B)(6) 2011 when the pain became excruciating. The patient was hospitalized for approximately (B)(6), one of which was in the ICU, and had emergency surgery to remove the disc. The patient was paralyzed in the right foot or leg and could only ambulate with a walker. The patient still continued to experience pain.

Manufacturer narrative:
(B)(4).